Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility secretary reported they were given a cycler around (B)(6) 2025 with a sticky note that said "do not use wet inside were cassette goes." Fluid was discovered in the pump module area during an unknown phase and cycle of treatment. It is unknown if any alarms or warnings occurred prior to the leak. The secretary was advised that usually with a fluid leak to disregard using the cycler for the day and was advised to use the cycler for the next day's treatment and call if they encountered any issues. The contact was to return the cycler back to dialysis and advised them to call in directly when the issue was occurring to better troubleshoot. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility secretary reported they were given a cycler around (B)(6) 2025 with a sticky note that said "do not use wet inside were cassette goes." Fluid was discovered in the pump module area during an unknown phase and cycle of treatment. It is unknown if any alarms or warnings occurred prior to the leak. The secretary was advised that usually with a fluid leak to disregard using the cycler for the day and was advised to use the cycler for the next day's treatment and call if they encountered any issues. The contact was to return the cycler back to dialysis and advised them to call in directly when the issue was occurring to better troubleshoot. Additional information was requested but was not received to date.